Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: does the surgeon routinely wait 15 seconds prior to firing? Were any staple formation issues noted throughout care of patient? How was the bleeding identified? Was the exact site of bleeding identified? How was the bleeding addressed? What is the current patient status? He always waits a min of 15 sec confirmed using room clock. Staple formation looked normal. No bleeding noted after fired on date of surgery. But next day when patient¿s h&h was low. Return to surgery noted oozing of staple line. 10 mm clip was applied to staple line. The patient is fine.

Event description:
It was reported that the doctor performed a laparoscopic appendectomy on a patient, using a psee45a stapler, a gst45w white reload to dissect the base of the appendix and an ecr45m gray reload to dissect the mesoappendix. The patient had to be brought back to surgery the next day for bleeding issues. The customer claims the stapler firings across the meso appendix was the issue and reason for bleeding. It was not reported how the bleeding was controlled with the second surgical procedure.